Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a device upgrade. During procedure, physician noticed an insulation breach on the atrial lead. Insulation breach was thought to be caused by laser removal of the right ventricular lead. The atrial lead was explanted and replaced. Patient was stable post procedure.